Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigaiton ongoing. Hamilton medical ag complaint number: cer 144753 follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4

Event description:
The following was reported to hamilton medical ag: summary: customer claims (B)(4) is not showing output .

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: customer claims rs232 is not showing output .